Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead dislodged during implant, once the lead helix was retracted it was unable to be extended properly.